Event description:
It was reported that while removing the stylet and protective covering from the 3.5 x 23 mm stent delivery system, the stent came off the balloon. The device was not used. There was no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) noted no blood or contrast visible, which is consistent with the reported information that the device was not used. The stent was dislodged from the balloon and returned on the stylet, confirming the reported complaint. There were crimp marks on the tightly-folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Furthermore, measurements of the outer diameter of the stent were taken and all dimensions met manufacturing criteria. The inner diameter of the protective sheath was also measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. If significant pressure was inadvertently applied during removal of the protective sheath, this may have caused the stent to become disrupted on the balloon, thereby facilitating stent dislodgement. Although a conclusive cause cannot be determined, there does not appear to be any indication of a product quality deficiency. A review of the lot history record for the reported lot was performed and revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database was performed and there have been no other incidents reported from this lot. All stent delivery systems are visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is destructively tested for stent movement to verify stent security and dislodgement force.